Manufacturer narrative:
Track.

Event description:
It was reported by service report that the belt track is broken. It is unknown if there was patient involvement or if there are adverse consequences to report.